Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually evaluated, and the following was observed: the esheath is fully expanded through the tip, the tip is opened as designed with stretching. A slight liner stretching starts approximately 1inch from the distal strain relief, the liner appears to be expanded as designed in this region and through the entire length of the liner despite presence of liner stretching. The strain relief was removed and stretching was observed approximately 3.5 inches from the distal comnut. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for difficulty to advance through sheath was unable to be confirmed as the delivery system used was not returned for evaluation and no procedural imagery was provided. It is possible that one or more of the patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, steep angle of insertion) may have been present during the procedure. As the sheath liner expanded as designed, there is no evidence on the device that alludes to specific factors contributed to the event. Due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, there was resistance felt during insertion of the 29mm commander delivery system into the 16fr esheath+ beyond the loader cap. Upon meeting resistance, the operator pulled the esheath+ and delivery system back and attempted to readvance the delivery system with no success. The operator then attempted large flush on the side port of the esheath+ and continued to attempt to advance valve through esheath+. The valve was finally able to be advanced through the esheath+ and successfully deployed. Upon removal of the devices, there appeared to be a small piece of tissue on the esheath+. An abdominal angiogram with runoff was done, and the patient appeared to have a flow-limiting dissection in the reia. The operator advanced an 8mm pta balloon and ballooned the area. Improvement of blood flow was noted, and the site was successfully closed. The patient was stable and transferred.